Event description:
This report is being submitted following a retrospective review performed by siemens ultrasound. In this case, the acuson sc2000 system was being used in a cath lab during a procedure. The system started glitching and freezing to the point where the customer had to remove it before the procedure was finished. There was no patient injury.

Manufacturer narrative:
This report is being submitted following a retrospective review performed by siemens ultrasound. Investigation was completed and it was found that the issue was resolved with a sw reload and hdd replacement. The root cause could not be determined in this case, for logs were not available and no parts were returned for investigation. Reference# (B)(4).